Manufacturer narrative:
G5:510(k)#: k102985. B4:19aug2021. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse dispatched the field service engineer (fse) to perform resolution. The fse replaced the front bezel. Unit successfully passed control tests and electrical safety test. Unit is ready for use. No part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Event description:
It was reported that the ventilators navigation ring is defective. There was no patient involvement.